Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.5 smartphone hardware: iphone16.2 cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced an onset of illness while out for breakfast, reporting dizziness, disorientations, and a sensation of impending loss of consciousness. Emergency medical services (ems) were called, and the patient was transported to the hospital. Her blood glucose level (bg) was recorded in the 500s mg/dl (the patient states this is not unusual for her). Despite having taken 6 units of insulin with breakfast, she was diagnosed with hyperglycemia without diabetic ketoacidosis (dka). A healthcare provider recommended an additional 6 units of insulin, but the patient refused due to the presence of insulin on board (iob). She was discharged from the emergency room after her bg was reduced to 105 mg/dl.